Event description:
The health care provider reported a granuloma was detected by MRI and surgically removed; date unknown. The pump delivered hydromorphone 50mg/ml currently, clonidine and bupivacaine will be filling. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: unkown. (B)(4)